Event description:
In 2007, the pt's daughter (reporter) contacted lifescan on behalf of the lay user/pt alleging that the one touch ultra2 was not recognizing the control solution and blood samples. The reporter stated that the pt was recently ( unspecified date) hospitalized for a gall bladder problems. During her hospitalization, the pt was diagnosed with diabetes and was advised to test twice per day and to take 2 pills of glucophage twice daily. The reporter took her back to different state after she was released from the hospital. When the reporter attempted to fill the pt's meter prescription, the pharmacy was unable to fill the prescription, so the reporter ended up purchasing the reported meter the following month. The pt attempted to test on the new meter with blood and control solution, but the test would not start to countdown. The pt was unable to test on the meter for a week. The reporter indicated that the pt developed symptoms of "euphoria", problems concentrating, and dry mouth, so she took the pt to the hospital a week later. The pt was admitted to the hospital for eval since the pt has a history of uterine cancer, recent problems with gall bladder, and arrhythmias. When the pt was admitted her blood glucose as "349 mg/dl" on the hospital's device. The pt was treated with insulin and other unspecified treatments. The pt was hospitalized for 5 days. The reporter did indicate that if they were unable to test her blood glucose and was aware that her blood glucose levels were high that they would have sought medical attention sooner. The customer care advocate (cca) noted that the pt was getting the "apply sample" issue and that the incorrect testing technique was being used. The cca walked the reporter through troubleshooting with control solution and was able to obtain a successful result. The alleged issue was resolved with training . However, this complaint is being reported because the reporter alleged the pt was unable to test on her meter for a week, developed symptoms, and was treated with insulin at the hospital. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.